Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had hip replacement surgery on (B)(6) 2014, revised on (B)(6) 2019 due to pain. Revised femoral head to a different size - mp catalog #26000020. Cup and liner replaced with another manufacturer's implants. Primary surgery was through posterior approach, not superpath. No x-rays or explant photos are available. Au CAPA# (B)(4).